Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 5 months. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3. Left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assistance device on (B)(6) 2018. It was reported that the patient was transfused with 3 units of packed red blood cells at an outside facility due to dark stools and a hemoglobin of 4 g/dl. Hemoglobin increased to 7.4 g/dl after the transfusion. The patient was then transferred to the implanting center, where 1 more unit of packed red blood cells was transfused. Aspirin was withheld. No additional information was provided.